Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI: (B)(4), serial: (B)(6), batch: a000130846.

Event description:
It was reported one of the patients 2 leads had migrated.. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to resolve the issue.